Event description:
The customer's blood glucose was unknown. It was reported that the customer received a motor error alarm while priming. Explained the alarm to customer and cleared the alarm as well. The insulin pump alarmed motor error again after the rewind. Advised that a replacement insulin pump would be sent. Asked customer to return broken pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.